Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and six shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed device data and confirmed the rhythm appeared atrial or sinus driven. Therapy didn't convert the rhythm. Also, an episode of pacemaker mediated tachycardia (pmt) was observed. The rhythm appeared pacemaker driven, and the algorithm ended the pmt appropriately. Ts reviewed the reports with the clinician and confirmed device operation. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.